Event description:
It was reported that 6 hours post implant, hypotension was observed. Echo showed pericardial effusion due to rub. A pericardiocentesis was performed successfully. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.